Event description:
It was reported from patient's family that while the generator was implanted, they noticed an increase in seizures and that the seizures were lasting longer. The generator was replaced due to battery depletion. The device was received for analysis. No other relevant information has been received to date.